Event description:
Allergan's device analysis lab received a returned lap-band device that was removed allegedly "due to band not being adjustable."

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port, so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."